Event description:
It was reported that during implant attempt, the helix deployed on the table and once in the body but failed to redeploy after moving lead to new position. Tissue reported to be in helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and it revealed that the lead was stretched, the inner insulation was kinked/buckled, and the inner insulation had pulled apart (overstress). It was noted upon visual inspection that the lead had been stretched and the inner insulation hasd been pulled out from the connector area which prevented the helix from functioning properly.